Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Describe event or problem: it was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was erroneous results this event occurred 4 times. Event 5 of 5. The following was reported by the initial reporter: per quality, followed up with the customer to find out what kind of troponin was tested (troponin I, c, or t). Could you please provide me with some additional information about this incident? - did the specimen(s) need to be recollected? ¿ no, the specimen was re-tested using the same tube but yielded negative results - did exposure to blood/ bf occur? No - if exposure occurred was there any post exposure testing or medical intervention? N/a sm (B)(4) stricks of blood through the gel d10: device available for evaluation: yes d10: returned to manufacturer on: 26-sep-2023 h.6 investigation summary: material #: 367960 lot/batch #: 3136199 bd received 1000 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the 100 customer samples were evaluated along with 100 retention samples of the incident lot selected from bd inventory. The samples were analyzed and upon completion, the indicated failure mode for poor barrier separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been unconfirmed for the indicated failure mode erroneous results-troponin I. Bd was not able to identify a root cause for the indicated failure mode h3 other text : see h.10

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was erroneous results this event occurred 4 times. Event 5 of 5. The following was reported by the initial reporter: per quality, followed up with the customer to find out what kind of troponin was tested (troponin I, c, or t). Could you please provide me with some additional information about this incident? - did the specimen(s) need to be recollected? ¿ no, the specimen was re-tested using the same tube but yielded negative results - did exposure to blood/ bf occur? No - if exposure occurred was there any post exposure testing or medical intervention? N/a sm (B)(4) stricks of blood through the gel

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was erroneous results this event occured 4 times. Event 4 of 4. The following was reported by the initial reporter: per quality, followed up with the customer to find out what kind of troponin was tested (troponin I, c, or t). Could you please provide me with some additional information about this incident? Did the specimen(s) need to be recollected? No, the specimen was re-tested using the same tube but yielded negative results. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? N/a. Sm 367960_3136199 stricks of blood through the gel.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.